Manufacturer narrative:
H6. Investigation summary: this complaint is for false resistant results for ceftazidine (caz) and ceftazidine-avibactam (cza) with e. Coli when using phoenix panel nmic-311 (449452) batch number 2319748 . The customer did not provide panel returns, isolates or phoenix generated lab reports lab reports for the investigation. The customer did provide a scan of their epicenter lms data. Subsequent follow up by tech service indicates that the "customer sent an email requesting to close case as they have discarded the isolates and have no other information available on the case". To investigate, three (3) retention panels from the complaint batch were tested with qc isolates e. Coli (a25922) and k. Pneumoniae (14780) and evaluated in a phoenix m50 for cza and caz mic results. Also, one (1) retention panel from the same material but different batch were also tested with qc isolates e. Coli (a25922) and k. Pneumoniae (14780) and evaluated in a phoenix m50 for cza and caz mic results. For a total of eight (8) panels tested. During the investigation, all eight (8) panels tested yielded expected mic results. Therefore, this complaint is not confirmed for batch 2319748. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed one (1) additional complaint on the complaint batch, not related to this defect. Complaint trending was performed, and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends associated with this defect. Please continue to communicate additional concerns.

Event description:
It was reported that while using the bd panel phoenix nmic-311 that there was a performance issue. The following information was provided by the initial reporter: quantity received and quantity affected: 3 affected. Was this issue involving patient or nonpatient samples? Patient. Customer is reporting overcalling resistance to combination antibiotics. Panel 449452, lot 2319748. Related to case (B)(4).

Manufacturer narrative:
Common device name: system, test, automated antimicrobial susceptibility. Initial reporter address 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd panel phoenix nmic-311 that there was a performance issue. The following information was provided by the initial reporter: quantity received and quantity affected: 3 affected. Was this issue involving patient or nonpatient samples? Patient. Customer is reporting overcalling resistance to combination antibiotics. Panel 449452, lot 2319748. Related to case (B)(4).